Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensor and found 1 of 2 sensors broken. Broken part was missing and it was unable to confirm if the customer received the sensor damaged due to product returned opened/used. The second sensor had bicarbonate buffer test and it passed per specifications with accurate readings.

Event description:
The customer reported via phone call that he had been having issues with the sensors not adhering to his skin. Customer stated that the needle hub gets stuck in the serter after the 2nd button press. Blood glucose value is unknown. Customer was advised about the proper insertion process. The product was replaced and returned for analysis.